Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.